Event description:
As reported by the user facility: brief inquiry description: ail secondary set. Detailed inquiry description: surgical unit : bbraun lvp alarmed air in line while running a bag of vancomycin as a secondary infusion into a primary set IV. The rn noted a significant accumulation of air in the secondary infusion set past the infusion pump and called this superuser to report the issue. This lpn visually inspected both primary and secondary IV tubing noting no air accumulation in the primary IV set. Approximately 13.5 cm of air is present in the secondary IV tubing, past the pump. The lvp cs4567 was removed from service and put into standby mode. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.